Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) , 2014 the cuff position of the catheter was broken. The crack was noticed 10 months post placement. During hospitalization, the catheter was removed from the patient on (B)(6), 2014. The customer is awaiting a replacement catheter. No additional info was provided.

Manufacturer narrative:
Submit date: 07/23/2014. An investigation is currently underway. Upon completion, the results will be forwarded.